Manufacturer narrative:
Insulin pump was received with no button response due to unlocked j2 keypad connector on lcd board. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 152 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.